Manufacturer narrative:
Covidien reference number (B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, while in use on a patient, the e360 ventilator had faulty oxygen (o2) sensor. The patient was removed from the ventilator with no harm.